Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The disinfectant bottle was unable to be attached. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the attachment issue could not be determined. It is possible that the bottle was inflated and the user may not have been able to set the bottle in the disinfectant bottle drawer and was stored on its side. This may have caused gas to not come out and slowly inflate the bottle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the endoscope reprocessor, had a bowed acecide-c cassette. The issue occurred during reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event.